Event description:
It was reported that the powerglide guidewire frayed. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. The device was received fully assembled. Usage residues were observed within the catheter and on the guidewire. The core wire exhibited a complete break within the coil region. The coil wire was elongated but intact. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Inspection of the break in the wire revealed a granular fracture surface with a region of increased luster. Necking and curved shape memory were observed in the vicinity of the break. The needle bevel damage and fracture features were consistent with damage that was initiated during wire withdrawal against the needle bevel, then propagated through tensile (pulling) stress. The usage residues suggested this occurred during attempted device insertion. A lot history review (lhr) of recx2168 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2168 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide guidewire frayed. No other information was provided.